Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In the course of the visual inspection, multiple signs of wear along the fragments were noted. In the distal area near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the clinically observed oversensing with shock delivery. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors impacted on the wear out of the lead. These factors may have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the motion of the lead. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Furthermore, the shock coils were found deformed, which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Patient was shocked multiple times due to a noise rv and ff channel. It is suspected the cause is outer insulation breach. Lead impedance dropped from 950 to around 800 ohms in the past year. Lead removal was recommended. On (B)(6) 2016 - this lead remains implanted at this time.